Manufacturer narrative:
Patient code (B)(4) refers to the reported symptom of "not eating" - a new patient code has been requested for this symptom.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their unspecified onetouch meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on (B)(6) 2017. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not state whether or not they made any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that 24 hours later they developed symptoms of ¿sleepy, not eating and weak¿. In response to these symptoms the patient allegedly ate less food. No medical treatment was sought. At the time of troubleshooting the cca noted that the patient was using onetouch ultra test strips but could not confirm which meter they had. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.